Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported sutures stitched to the posterior wall appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. The patient effects of occlusion and surgical exposure are adverse events. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device via a 6f sheath after a neuro coil interventional procedure. Reportedly, the sutures of the proglide device were stitched to the posterior wall after deployment. As a result an occlusion occurred. An angioplasty catheter was used in an attempt to treat the occlusion; however, this was unsuccessful and the patient was sent for cut down surgery. The proglide sutures were removed and hemostasis was achieved with surgical suturing. Reportedly, hospitalization was prolonged. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.